Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that a patient was experiencing extremely poor near and intermediate vision, in addition to halos and glare in both eyes post implant of an intraocular lens (iol). A model zxr00 intraocular lens was implanted in the left eye. A future explant is planned for this lens on (B)(6) 2018 and reportedly the symfony toric lens will be exchanged for traditional toric lens. Additional information was received, and it was learnt that left eye lens has not yet been explanted. This report will capture patient¿s left eye. A separate report will be submitted for patient¿s right eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: through additional information correct model of the lens was learnt to be zxt225. Additional information: additional information was received and it was learnt that patient saw first symptom 3 to 4 weeks after the initial surgery. Lens was explanted on (B)(6) 2018 without any patient injury. Lens with model zct225 +17.5 smaller diopter was used as replacement for the patient. There was no incision enlargement, no vitrectomy performed. Patient was doing fine. No further information provided. Model #: zxt225. Catalog #: zxt225u180. Serial number#: (B)(4). Unique identifier (UDI#): (B)(4). Expiration date: 4/24/2022. If explanted, give date: (B)(6) 2018. Device manufacture date: 4/24/2017. Patient code 3191 ¿ explant. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.